Event description:
It was reported that the patient experienced dizziness suspected to be due to loss of capture on the right ventricle (rv) lead. Noise resulting in oversensing was noted on the rv lead during rv capture threshold testing. Provocative testing was performed and the noise was unable to be reproduced. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted and low pacing impedance was also noted on the rv lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicated that during an unrelated procedure, insulation damage was visually observed on the right ventricle (rv) lead. The rv lead remains implanted and the insulation damage was addressed using medical silicone and placement of a suture sleeve on the area of breach. The patient was in stable condition.